Event description:
It was reported that both the atrial and ventricular leads had high thresholds. Initially the device was reprogrammed to vvi mode. Later high impedance and no capture were reported. The ventricular lead was capped and replaced. The atrial lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. 5568 implantable pacing lead 2008 (B)(6). (B)(4).